Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the host pc, flexvision pc and hard disk, reloaded operating system and application software. After replacement of the host pc, flexvision pc and hard disk with the reloaded operating system and application software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not start at 00:00. The system was not in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the flexvision-pc. The device was returned to expected functionality.